Event description:
It was reported that this patient was prone to infections and had been experiencing a long-standing infection that was attempted to be treated with antibiotics. Recently, the physician elected to surgically explant the subcutaneous implantable defibrillator (s-ICD) system to resolve the event. Both the electrode and device are expected to be returned for analysis, but has not yet been received. The patient was stable with no additional adverse effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations; however a review of the instructions for use for this electrode noted that infection is a known inherent risk of the use of this electrode. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was prone to infections and had been experiencing a long-standing infection that was attempted to be treated with antibiotics. Recently, the physician elected to surgically explant the subcutaneous implantable defibrillator (s-ICD) system to resolve the event. Both the electrode and device were received for analysis. The patient was stable with no additional adverse effects.